Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a possible loss of contact resulting in inappropriate pause detection for undersensing was noted. The patient's device will continue to be monitored. Patient is fine.